Event description:
It was reported that the patient was experiencing pain on the left side of their chest. The physician decided to remove the right ventricular lead that had been capped prophylactically during the device changeout several months ago. During the extraction of that lead, the right sided leads (the left ventricular lead, the atrial lead and the new right ventricular lead) dislodged. All three leads and an adaptor were explanted and the leads were replaced. The physician decided to reimplant the new system on the left side. The existing device was reused. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 lead, implanted: (B)(6) 2005; 6947m55 lead, implanted: (B)(6) 2014; 429888 lead, implanted: (B)(6) 2014; dtba1qq ICD, implanted: (B)(6) 2014. (B)(4).